Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced repeated hypoglycemia with a lowest blood glucose of 40 mg/dl, following prior hyperglycemia and multiple consecutive meal announcements, including using meal announcements to correct high blood glucose. Symptoms included no loss of consciousness or other reported clinical effects. Outcomes included self-treatment with oral glucose tablets and no need for assistance or professional medical intervention. Investigation included technical review of device data trends and user interaction, and user education. Investigation of this case revealed inappropriate use of meal announcements for correction and multiple meal entries contributing to subsequent hypoglycemia. It was concluded that user management behavior contributed to the low blood glucose events, and education on correct use of meal announcements was provided.